Event description:
It was reported that the patient presented to the clinic for a follow-up on (B)(6) 2021. Upon examination, it was noted that there was noise and under-sensing on the right atrial (ra) lead. The noise was high in amplitude. Programming changes were made to the lead after determining that the noise was isometrically related. There were no adverse consequences to the patient.

Manufacturer narrative:
Further information was requested but not received.